Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre)) review could be performed. Concomitant products: left-mentor memoryshape¿ mm 355cc silicone breast implant, catalog number 3541308g, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent an unknown breast augmentation with mentor memoryshape¿ mm 355cc silicone breast implants which the right side showed calcification after implantation. The issue was confirmed by mammogram examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.